Manufacturer narrative:
Hosp owns two each of the endomat units. At present they are not sure which one was used in this procedure. Right after the incident, the subject unit was checked by the hosp staff and no problem found. The unit was used in the next procedure without any problem. Both units were put back into circulation and have been used since without any problem. They suspect the difficulties the dr experienced in this procedure were from tissue caught up in the sheath. Although we asked the unit(s) to be returned for check-up they did not consider it necessary.